Event description:
It was reported that the stored episodes in the device were unable to be opened and viewed due to a diagnostics setting issue. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The actual device was not received, but performance data from the device was received, was analyzed, and analysis revealed a corruption in the diagnostic memory of the device, considered to be non-critical for the essential functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.